Event description:
It was noted that a balloon ruptured has occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, upon second inflation, it was noted that the balloon ruptured at 11atm. The procedure was completed with a different device. No patient complications were reported.